Event description:
Healthcare worker reported experiencing a headache and red eyes immediately after and 2 days following a glutaraldehyde spill. Pt was seen in an urgent care facility for a severe earache and dizziness. Pt was diagnosed with fluid and bleeding behind the ear. Antibiotics and ear drops prescribed.